Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22sep2020.

Event description:
The customer reported an issue with the touch screen. There was no patient involvement. The field service engineer (fse) determined the nav ring was the issue and the front bezel required replacement. The fse replaced the front bezel and the issue was resolved.